Manufacturer narrative:
H6. Pump: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. Excessive fluid around the pump site was reported and the pump was replaced. The environmental, external or patient factors that may have led or contributed to the issue was since the patient¿s last replacement, the patient has had excessive fluid buildup at the pump pocket site. Cultures and aspirations were done during refills and no infection or csf (cerebral spinal fluid) detected. At these times 200-300cc were aspirated out of pump pocket site. With the issue reoccurring the patient opted for pump replacement and exploration surgery to assess pump pocket site. The physician had concerns the patient perhaps had undissolved tyrx (absorbable antibacterial envelope) in the surgical site. Also, potential concern there was white pouch used to secure pump present. Tissue growth made it unable to tell if it was pouch or tyrx. The tyrx was used on (B)(6)2024 for the pump replacement and the white pouch was placed on (B)(6)2017 with the very first pump implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.